Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. It was noted that the capsule trocar needle did not advance. Upon removal from the patient the capsule fell off of the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separated from the delivery system. The plunger had been advanced and retracted.